Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One outer box, one outer vial, and one inner vial for an imp,tsv,4.1mm,sbm,8 (tsv4b8) was returned for investigation. Visual inspection of the returned product identified the tamper seal was broken on the outer vial, the implant missing from the packaging, the mount, screw and cover screw were included with no signs of use. There were no signs of use or apparent device malfunction on any of the returned components. Dimensional comparison of the implant mount with drawing production drawing verified that it was consistent with the design. Pre-existing patient factors and tooth location are not relevant to the reported event. The customer did not provide any pictures or evidence. The condition of the product when received by the customer is unknown. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was not inside the packaging during surgery. The reported device packaging was returned and the reported complaint is non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Last name, and email address unknown / not provided.

Event description:
It was reported that the implant was not inside the packaging during surgery and therefore placed another implant of the same size in the same procedure.